Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint could not be confirmed. No root cause could be determined due to device functioning as normal.

Event description:
It was reported that the device had a "cassette not properly attached" error. There was no patient involvement.